Manufacturer narrative:
B5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. In a separate visit the lens was explanted. The problem resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based o the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim #(B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove the lens and significant glare and/or halos (under night driving conditions) are identified in the labeling as known potential adverse events following icl implantation (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. In a separate visit the lens was explanted. The problem resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based o the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Cause of the event was reported as unknown.